Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a and a hemostatic valve separation occurred. It was reported that during the procedure, the physician mentioned that the hemostatic valve was not working, there was a lot of blood leaking, and it appeared as if there was no valve present. The brim cap was not detached from the sheath. No air entered to the patient¿s body and no surgical intervention was required. The sheath was replaced, and the procedure continued. The issue of "bleeding" was determined to be a minor injury, not MDR reportable since there is no indication that the bleeding led to hemodynamics disruption or required medical intervention. On february 15, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection it was noted that the hemostatic valve appeared to be dislodged inside of the hub. The brim cap and friction ring remained intact.

Manufacturer narrative:
Investigation summary it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a and a hemostatic valve separation occurred. It was reported that during the procedure, the physician mentioned that the hemostatic valve was not working, there was a lot of blood leaking, and it appeared as if there was no valve present. The brim cap was not detached from the sheath. No air entered to the patient¿s body and no surgical intervention was required. The sheath was replaced, and the procedure continued. The device was inspected, and the hemostatic valve was observed folded inside the hub, no other damages or anomalies were observed. The folded condition noted on the hemostatic valve is related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device; however, this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001167 number, and no internal actions related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. Also, a picture showing the complaint device was received and analyzed, however, the photo did not provide sufficient information related to the reported event and therefore, no result can be obtained from it. The customer complaint could not be confirmed. Manufacturer's reference # pc-000648966.